Event description:
External email: hi; non urgent. On (B)(6) 2013 (B)(6), total hip 54 trident cup poly bearing 32 +8 mm chrome colbalt head accolade ii stem she has MRI confirmed trunion metalosis what does stryker suggest conversion to. Don¿t want to change the stem do you have ceramic with adaptor sleeves. Kind regards.

Manufacturer narrative:
An event regarding damage involving a metal head was reported. The event was confirmed through the mar. Method & results: device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 07 jan 2020. This inspection indicated: the returned device is shown in figures 1 and 2. The returned device was examined with the aid of a stereomicroscope at magnifications up to 50x. Scratching was observed on the articulating surface of the implant consistent with in-service use (figure 3). Damage consistent with stem trunnion/taper interaction was observed on the inner taper of the head (figures 5 and 6). Debris was observed on the inner taper of the head which was collected on an sem stub for further analysis. Dimensional & functional inspection: not performed as the reported device was implanted and subsequently explanted. The device was returned damaged and in its current condition would not be an accurate reflection of its original manufactured condition. Material analysis: a material analysis has been performed. The report concluded: the damage present on inner taper of the head was consistent with interaction with the stem trunnion. The debris collected from the taper was consistent with an oxide, biological material, and a corrosion product. The head base alloy was consistent with the drawing (astm f1537). The damage on the articulating surface of the insert is consistent with burnishing, scratching, and third body indentations; which are common damage modes of uhmwpe. The yellow discoloration of the insert is consistent with absorption of synovial fluid. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: not performed as no medical records received for evaluation. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
External email: hi. Non urgent. On the (B)(6) 2013 northshore: total hip 54 trident cup, poly bearing, 32 +8 mm chrome colbalt head, accolade ii stem, she has MRI confirmed trunion metalosis. What does stryker suggest conversion to. Don¿t want to change the stem. Do you have ceramic with adaptor sleeves. Kind regards.